Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report: measures taken: the control board was replaced. The ventilator device passed the service software tests successfully and is put back in service.

Event description:
¿ Hamilton medical ag received the following incident description: "dc outlet was not charging the ventilator. Confirmed no voltage at the voltage pin measuring point on the control board ". There is no patient involvement. ¿ referring to the operator¿s manual, the hamilton-t1 ventilator device can be dc-charged. In a worst-case scenario during patient transport when the batteries go low in combination with a malfunctioning dc-charge function, that could lead to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable.